Manufacturer narrative:
The remote service engineer (rse) informed the customer that the blower needed to be replaced, and the customer requested onsite repair. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp powered on the device in normal settings and discovered that the blower was not blowing. The asp also powered on the device in service mode and found that the blower was not blowing while the flow and pressure were set at any value. The asp therefore replaced the blower, but the issue remained. The asp then reviewed the v60 service manual, determined that the device needed a replacement motor controller (mc) printed circuit board assembly (pcba), created a follow up work order (wo), and ordered the replacement mc pcba for repair. This investigation is still ongoing.

Manufacturer narrative:
The authorized service provider (asp) ultimately replaced the blower assembly and motor controller (mc) printed circuit board assembly (pcba), after which the issue was resolved. The asp then ran the device in normal settings for 20 minutes without any issues, successfully performed all performance verification tests, and returned the device to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1201 "patient circuit occluded" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that a 1201 "patient circuit occluded" alarm error occurred. The remote service engineer (rse) performed troubleshooting and found that the blower made a grinding noise and was not running. The rse informed the customer that the blower needed to be replaced, and the customer requested onsite repair. This investigation is ongoing.